Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after consuming a tuna sandwich without announcing the meal, which led to elevated glucose followed by a user-initiated correction and a subsequent blood glucose of 66 mg/dl on the ilet system. Symptoms included hypoglycemia. Outcomes included self-treatment with fast-acting carbohydrates and recovery without hospitalization. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device malfunction and suggested user management factors, including an unannounced meal followed by a correction bolus, as the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.